Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "bottomed out on the left with lateralized implant that now is lower than the right side" and rupture. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: migration: unable to observe since it is a medical event and is not related to the device. Rupture: observed, broken on radius side assessed as surgical damage.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Event description:
Healthcare professional reported "bottomed out on the left with lateralized implant that now is lower than the right side" and rupture identified via MRI. Device remains implanted.